Manufacturer narrative:
Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6). Due to character limitation in e1 for event site name, the full event site name is (B)(6). Due to character limitation in e1 for initial reporter, the full initial reporter is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit had pneumatic vaccum system failure. No patient harm or injury reported.

Manufacturer narrative:
Updated fields:b4,g3,g6,h2,h6(type of investigation, investigation findings,conclusion),h11. A quotation was send to the customer. Due to the lack of customer authorization, the complaint will be investigated with all provided information. Should the customer provide po approval at a later date, the complaint will be re opened and further evaluated as appropriate.

Event description:
N/a.